Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to report if the issue happened again.